Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. Moisture damage was found on the electronics, motor, battery tube and vibrator assembly found on the insulin pump during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and cracked reservoir tube.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not working. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that she went swimming while wearing the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.